Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. Product samples were received for evaluation. Visual and functional testing were performed. No defects such as breakage or deformation were confirmed from the appearance. A leak test was performed on each products, but no leak was found, and the test results satisfied the product specifications. The reported event was not confirmed. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product could not pass a pre-use air leak check, which did not allow the customer to use it. No patient injury was reported.